Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to the breast biopsy procedure, outer packaging was allegedly damaged with sterility of the probe being affected. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records were reviewed, and this lot met all release critieria. Investigation summary: the physical device was not returned for evaluation however four electronic photos were provided and reviewed. The first and third photos are identical, showing a side view of a portion of the product package, the entire packaging tray and device are not visible in these photos. It appears the packaging tray is slightly damaged/bent and the tyvek label appears to no longer be affixed to the tray at this location. The second photo shows the same portion of the encor package from the top view. The probe aperture and a small portion of the probe tubing is visible in the photo, but the entire device and packaging tray are not visible. A sheet of paper was used to highlight the location of the tyvek label that is no longer affixed to the plastic tray. The fourth photo shows the tyvel labeling with product information ecp017gr, lot# vtjw0478, and expiry date 2026-09-01. No anomalies were noted. Therefore, based on the photo review, the reported breach in sterile barrier can be confirmed. The definitive root cause for the reported tear, rip or hole in device packaging could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to the breast biopsy procedure, outer packaging was allegedly damaged with sterility of the probe being affected. The procedure was completed using another device. There was no patient contact.